Event description:
It was reported that the reservoir compartment smells to insulin. It was stated that the reservoir was tossed. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be draw at this time. We therefore consider this report complete to the best of our knowledge.